Event description:
It was reported when using the bd luer-lok¿ syringe 20ml there was leakage past the plunger. The following information was provided by the initial reporter. The customer stated: there were "leaks out of the plunger."

Manufacturer narrative:
Date of event: unknown. Investigation summary: it was reported there was leakage from the plunger. To aid in the investigation, one sample with no packaging blister and one photo were provided for evaluation by our quality team. The sample has connected, and taped, a connector to the luer lock. A visual inspection was performed and no defects or imperfections were observed. The sample was then tested for leakage and passed. The photo provided shows the sample received. A device history record review was completed for provided material number 302830, lot number 1113473. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported there was leakage from the plunger. To aid in the investigation, one sample with no packaging blister and one photo were provided for evaluation by our quality team. The sample has connected, and taped, a connector to the luer lock. A visual inspection was performed and no defects or imperfections were observed. The sample was then tested for leakage and passed. The photo provided shows the sample received. A device history record review was completed for provided material number 302830, lot number 1113473. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered.

Event description:
It was reported when using the bd luer-lok¿ syringe 20ml there was leakage past the plunger. The following information was provided by the initial reporter. The customer stated: there were "leaks out of the plunger."